Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to a company employee and forwarded by our local affiliate ((B)(4)). This case involves a (B)(6) female patient who received two treatments of poly-l-lactic acid (sculptra). The first treatment was given on (B)(6) 2008, and the second treatment on (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. Some days after her last treatment, she began presenting with a cough and secretions like "transparent salvia" which went down her nose and throat. These events lasted 20 days. The cough then aggravated and caused her retching, inappetence and insomnia. Moreover, due to the cough, the patient experienced irritation of her nasal mucosa resulting in bleeding. Due to the cough, she also presented with irritation of her eyes. She did not present with fever, but she presented with "bad feeling." She was evaluated by a pneumologist who performed many test to rule out allergies, and all were negative. The patient used fexofenadine (allegra) and betamethasone + dexchlorpheniramine maleate (celestamine) without effect. When ketotifen (zaditen) was used, the patient completely recovered. The pneumologist assessed that poly-l-lactic acid could cause the reactions, since according to him, this kind of allergy is rare. He mentioned that the patient was presenting with a cold and low immunity before poly-l-lactic acid application. The reporting physician stated that he did not believe that poly-l-lactic acid was related to these events.